Event description:
The customer reported to olympus that during reprocessing, the gastrointestinal videoscope was identified with a poor air supply. The intended diagnostic procedure was completed with the same set of equipment. The subject device was inspected before use. There were no reports of patient harm associated with this event. Upon inspection and testing of the returned device, it was observed that there was a foreign object inside the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the bending angle was insufficient due to stretching of the angle wire; the play of the angle knob was out of normal due to the stretching of the angle wire; the insertion tube was collapsed; wrinkling found on the insertion tube. Scratches were found on the bending section, switch box, control panel, control unit cover, up/down/right and left knob, angle fixing lever, grip, universal cord, scope connector, and scope connector cover. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide information that was inadvertently left out of the initial medwatch report and to provide additional information based on the legal manufacturer's final investigation. Additional information obtained identifies the device was cleaned, disinfected, and sterilized before it was sent to olympus. There was no time lag between the end of clinical use and the start of precleaning. The customer flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. The customer flushed the air/water nozzle with the detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, the foreign material could not be identified. Hence, a conclusive root cause of the foreign material remained in the device could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: - IFU states that detection method in gif-1200n operation manual chapter 3 preparation and inspection. - IFU states that preventive measure in gif-1200n reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.